Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that his son's insulin pump had some bolus issues. The customer's blood glucose is 45 mg/dl. He stated that his son had a drink from the grocery store and then took a bolus but then received an error. After the error, the units that were left on the insulin pump were reset. He completed the rewind/fill tubing, which resumed the display with the correct units but he is not sure what happened. The caller also mentioned that the pump interrupted a bolus which caused him to deliver a new one. So, he believed that may have brought his son's blood glucose down. The caller could not check the alarm history because he was at work and did not have the pump with him. The caller also mentioned that the customer's pump was receiving a pump error alarm and that it did not occur during the rewind/fill tubing process. The insulin pump will not be returning for analysis.